Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins) for spinal pain. The reason for call was the pt was told that they needed to contact the manufacturer about getting it taken out since the ins failed. The pt tried to work with the ins for a year and it did not do what it was supposed to do. The pt had their last appointment in 2018 because they were trying to calibrate the ins and a manufacturer representative (rep) met with them. Pt noted they met with a consultant who tried to adjust the ins and it did not do what it was supposed to do so the doctor wrote a note that said the ins failed. The pt had symptoms of getting shocking and they could not go over 1. Pt had access to go from 1 to 5 or 10 but they could not go higher than 1 due to their issue. Pt had nerve damage so they were so sensitive to where they could not go to 1 for they could only do little with the therapy. The pt left the ins on for a while and it had not worked for the last 5 years because they did not know if they wanted to go through other surgeries to get it out but now they wanted it out. The ins was causing them more pain and they wanted it to be taken out. When the pt was using the ins if they moved it shocked them for the pt could not sneeze or sit down a certain way. The ins was causing them more pain, when they sit in a small car the ins system presses against the seat. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). The rep reported that the patient was using the stimulator 10% because they feel ¿shocking¿ when they move. Rep explained they need to turn it down and use the programmer. The rep gave new programs. Additional information was received from a patient (pt). It was reported that the patient stated the device was overstimulating and did not get relief. They tried different settings and it did not work. The patient stated that the device did not work for their condition. The patient stated the device will be removed. The issue has not been resolved as they are waiting on surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.